Manufacturer narrative:
On (B)(6) 2023 tandem diabetes care was informed of an update regarding this pump issue. The pump started up; however, the touchscreen was unreadable.

Event description:
It was reported that the pump would not turn on. There was no reported impact to customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.